Event description:
Reportedly on monday pt had carotid endarterectomy. Pt was sent home the next day. That night or early morning the patient experienced a rupture of the carotid artery. The pt was brought to hospital where he expired. No additional information has been made available. Post mortem information has not been released.